Event description:
It was reported the patient was not able to adjust stimulation. It was noted the patient tried to recharge on sunday, but got nothing. It was noted the patient could get two coupling bars at best. The reporter stated they noticed movement of the implantable neurostimulator (ins) about half an inch a couple of months ago. It was noted the patient used the antenna locate feature and was able to get eight coupling bars. It was further noted the patient would continue to recharge. The reporter stated that they will have knee surgery next week. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 355531, lot# n326990, implanted: (B)(6) 2012, product type screening device; product ID 3550-39, lot# n318762, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).